Event description:
Treatment of a left unruptured fusiform aneurysm measuring 14mm x 7mm. During pipeline deployment, it was reported that the pipeline got twisted; therefore, it was corked and removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire still inside the marksman catheter and the pipeline were returned for evaluation. The event cause could not be confirmed as the pipeline was found fully opened with damaged braids.(B)(4).

Manufacturer narrative:
(B)(4).